Event description:
A patient reported low inaccurate results that resulted in diabetic ketoacidosis. Patient has been using a one touch ii meter at time of event. Patient's blood glucose was 159mg/dl on ot meter at time of event. Patient was hospitalized for 4 days with dka. No additional information available.